Manufacturer narrative:
Customer was sent a wash concentrate bottle replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron wash concentrate bottle broke and leaked. No injury was reported.